Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on vio dv integrated electrosurgical unit (iesu) when monopolar coagulation energy was activated. The customer received phone assistance from the intuitive technical support engineer (tse). The customer rebooted the iesu, but the issue was not resolved. The customer elected to continue the procedure under this condition. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. Vio dv iesu was still functional; however, the surgeon could only use bipolar energy, and monopolar energy was not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse replaced vio dv integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.